Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. This type of non-conformance could be related to the manufacturing process. However, the device history review was performed and no manufacturing non-conformances were identified associated to the reported malfunction. There are manufacturing mitigations in place and it was confirmed that all the operators were properly trained on how to perform the task according to procedures. Additionally, 100% of devices go through a leak and flow test as well as an electrical test as part of the manufacturing process. Manufacturing personnel were notified of the complaint and this type of failure mode will continue being monitored through complaint system for further occurrence.

Manufacturer narrative:
Additional product code: kra, dqe, dqo. A product evaluation was completed on the returned catheter. The reported event of "inflation difficulties" was confirmed. Balloon was unable to stay inflated due to interlumen leakage between distal and inflation lumens in the backform. Cut down was performed on backform. Leakage was observed from the gap between the extension tube and backform material. Thermal filament cover was torn at 22.5cm from tip. Edges of the torn cover did not appear to match. All other through lumens were patent and did not leak. No other visible damage was observed from catheter. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during device prep, a swan ganz catheter had inflation difficulties. Per rep, air seemed to be leaking from the connection between the balloon lumen and the pa lumen and out of the syringe. Air leaked before being inserted into the patient and then happened again after insertion. There was no patient harm.